Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure when current was delivered to the device to perform the sphincterotomy, the cutting wire broke. A section of the cutting wire detached from the device. The wire fragment was successfully retrieved from the patient. The procedure was completed using another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was slightly bent and broken. The broken ends of the cutting wire appeared blackened/discolored. The outer diameter (od) of the cutting wire was measured and found to be within specification. Based on the measured lengths of the exposed sections of the broken cutting wire still attached to the device, it appears that the entire section of the broken cutting wire remained attached to the device. It cannot be confirmed whether a fragment of the cutting wire detached from the device and was retrieved, as reported by the complainant. The condition of the returned device was consistent with the complaint that the cutting wire broke; however, it was unable to be confirmed whether a fragment of the cutting wire detached from the device. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
Intervention required to remove wire fragment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure when current was delivered to the device to perform the sphincterotomy, the cutting wire broke. A section of the cutting wire detached from the device. The wire fragment was successfully retrieved from the patient. The procedure was completed using another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.